Event description:
Merge hear rate (hr) with permanent pacemaker (inaccurate heart rate) during transfemoral transcatheter aortic valve replacement. Patient placed on anesthesia monitor for hemodynamics due to inaccurate heart rate measurement using merge.